Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a routine in clinic follow-up post procedure. The physician noticed pus coming from the pocket location. The pacemaker, right ventricular lead, and atrial lead were explanted due to infection. Patient was stable post procedure.